Event description:
The customer reported for baxter (B)(4) of a catheter ext set where it was disconnected from the male luer. This incident occurred during patient use. There was no patient injury or medical intervention associated with this event. The sample is available for evaluation. No other information is available.

Manufacturer narrative:
(B)(4). A sample is reported to be available but has not yet been received for evaluation. If additional information or samples become available, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The customer returned one actual sample for evaluation. The reported condition was confirmed during visual inspection. The tubing was found to be separated from the male luer lock. A hard solvent ring was observed on the tubing. Based on the engineer's evaluation, an assignable root cause could not be determined at this time. A batch review could not be performed as the lot number is unknown.